Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported to the manufacturer that high lead impedance resulted from a system diagnostic test performed just prior to surgery in which the generator was going to be replaced due to battery depletion. Troubleshooting in the or ruled out a connector pin issue and revealed that the lead was problematic. The lead and generator were explanted and a new system was implanted. Pre-operative x-rays are not available to review. Follow up with the explanting facility revealed that the explanted products were discarded and therefore analysis will not be performed on the problematic lead. No adverse events were reported. Attempts to obtain add'l info have been made with the treating physician regarding the event but have been unsuccessful to date.